Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. As no contact information has been provided, no follow up can or will be performed at this time. If further details are received at a later date a supplemental medwatch will be sent. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Citation: surg endosc. 2026 jun 18. Https://doi.org/10.1007/s00464-026-12967-3 epub ahead of print. Pmid: 42315782.

Event description:
Title: barbed continuous suture reduces the risk of specimen extraction site hernia in high-risk obese patients: a CT-based analysis. The aim of this study is to investigated whether barbed continuous suturing reduces the incidence of esh compared with interrupted suturing, particularly in 193 obese patients (interrupted sutures (n = 93) to barbed continuous sutures (n = 100)). 0-polydioxanone (pds, ethicon) was used to close the fascial defect, while 0-stratafix was used to close the fascia. Reported complication: 0-polydioxanone (pds, ethicon), interrupted suture group (n=93), extraction-site hernia (n=48.0%), treatment: not reported, 0-stratafix spiral pds plus (ethicon), barbed continuous suture group, extraction-site hernia (n=10.5%), treatment: not reported. In conclusion, barbed continuous suturing was associated with a lower incidence of esh after laparoscopic colorectal surgery, particularly in obese patients. Prospective multicenter studies are needed to confirm these findings and define the significance of hernia repair.